Manufacturer narrative:
A specific root cause for the event could not be determined. Product was not returned for investigation.

Event description:
The caller reported that a nurse was stuck with a safe-t-pro needle that did not retract. It was reported that the nurse said it took about 30 seconds for the lancet to retract. It was reported that a small blue piece came out of the device also. The nurse did not receive any medical treatment. She only had blood drawn as per protocol after a needlestick. There was no adverse event. The suspect product was requested to be returned. However, it is not clear if the facility has any other lancets from the same box to investigate as the statement was made that they may not have the box..